Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h6 and h11. H11: the product was not returned for evaluation; a visual inspection of the image was conducted and revealed that the dressing was not sealed. The review of the production records revealed no issues were detected during the manufacturing process. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A historical review concluded that there have been no previous escalated actions for the part number and failure mode reported. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the supplied image confirms that the pouch is unsealed on one side. This is a known event which is a result of a machine sealing error, which has subsequently been missed during visual inspections conducted during manufacturing. The manufacturing processes, procedures, complaint history and risk documentation have been reviewed, and no further escalation is deemed to be necessary at this time. The event type is anticipated, low risk and within acceptable occurrence levels. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. However, based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that one (1) allevyn gentle border 12.5 x 12.5 ctn 10 was not sealed. As this was noticed upon inspection, there was no patient involvement.